Event description:
The daughter of the pt reported the pt obtained a blood glucose result of 850 mg/dl or 856 mg/dl, which is outside the system's measurement range of 10 mg/dl to 600 mg/dl on the aviva test system. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was rec'd. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.